Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had been fired twice. On the third firing of the proximal clip on the artery the jaws locked. They were able to wiggle the device off the artery. There was no trauma to the tissue. A new device was used to complete the procedure without any patient impact.

Event description:
A 1.25mm diameter x 10mm length sprinter legend rx balloon dilatation catheter was crossed to the lesion and when the physician inflated the device approx 5 times up to 23 atms, the balloon ruptured. Prior to this, one other MFR balloon dilatation catheter was inflated 10 times up to 16 atms at target lesion. The target lesion, located in the lcx #14, was described as moderately tortuous, moderately calcified and with 99% stenosis. It was reported that the balloon was positioned at the lesion with its middle part; however, the ruptured location was at the very distal edge of it. No abnormalities were noted during preparation and inspection of relevant device prior to use. The procedure was completed using two other MFR balloon catheters. The pt is reported to be fine and no other sequelae were reported. Eval summary: medtronic has received the device and its analysis has been completed. No damage was noted to the hoop and no resistance was felt upon removal. Review of the returned device confirmed the balloon burst as reported by the physician. The balloon material appeared slightly bunched at the distal cone which would suggest that some movement of the device occurred either during or after the procedure. The balloon bond material also appeared slightly expanded and flared. No further damage was noted.

Manufacturer narrative:
(B) (4). (B) (4). Anti-backup failure, malformed clip, indicator wheel failure the analysis results of device found that it was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. The device was cycled and the antibackup was noted to be non-functional, causing one clip partially formed. The remaining ten clips were conforming and then, the device locked out as intended but the orange indicator did not show up.a batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.